Event description:
The pt reported blood glucose results of "88 mg/dl and 146 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The pt reported a third test was performed, but does not remember the result. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. The meter, test strips and control solution were replaced.